Event description:
Additional information reported that the ins would be sent back to the manufacturer for analysis since it was removed (B)(6) 2014 due to patient's complaint of burning sensation at the pocket site. It was noted that a new ins was implanted at the time of surgical revision. There were no known accidents or incidents related to the complaint. It was noted that the patient's status at the time of report was unknown. Additional information was requested, but was not available at the time of report. If additional information is received, a supplemental report will be filed.

Event description:
Additional information received reported that the patient was ¿doing great¿ and had no burning sensation.

Manufacturer narrative:
Concomitant products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a160, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a160, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient had stimulation.

Event description:
It was reported the patient felt a burning sensation at the pocket site. It felt like it was on fire, burning, and deep pain. It was noted this was immediately after surgery and was only present when the implantable neurostimulator (ins) was on. The device was currently off and the pocket site was still sore when the patient palpitated the pocket but it was not the same painful burning sensation. A manufacturer representative was meeting with the patient and her doctor on (B)(6) to troubleshoot the burning sensation in the pocket. Additional information received reported that the physician was going to ¿go in and possibly replace the battery.¿ it was noted that the clinic was going to schedule the surgery ¿soon.¿ it was further noted that the physician ¿wanted to lightly sedate the patient and unscrew the leads to pull them out and dry off the leads.¿ it was further noted that ¿they wanted to hook it back up to see if the patient could still feel the burning sensation and that they may change out the battery so they did not have to go in a third time.¿

Manufacturer narrative:
Additional testing of the implantable neurostimulator (serial # (B)(4)) was performed and found no anomalies observed regarding the ¿burning sensation at pocket¿ throughout the heat test during stimulation.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins 97714 restore sensor MRI, serial #(B)(4)) found no anomaly. Initial review found the battery discharged, so the device was recharged.